Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had a broken half-height fascia panel. A field service engineer replaced the half-height fascia panel for the legacy half-height drawer position 5.1 on main. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported that when using the pyxis medstation es system was equipped with a damaged half-height fascia panel. The customer stated that the reported malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.